Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The caller was notified that the epg is no longer serviced due to being older than five years of age; the current status of the epg is unknown. There was no patient involvement.